Event description:
It was reported by service report that the foot end cover was broken with sharp edges exposed and that the brakes were not able to fully engage. No pt involvement or adverse consequences were reported.